Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to confirmed e70 error alarm due to erased history file. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform the a21 error, occlusion and excessive no delivery test due to motor error alarm. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked case at the display window corners, display window, battery tube threads, belt clip slot and with minor scratched lcd window.

Event description:
It was reported that the customer was receiving no delivery alarms during a manual prime. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the insulin pump did not alarm no delivery. Advised that the insulin pump was working designed. The customer also stated that she was hospitalized on (B)(6) 2014 due to high blood glucose levels. The customer's blood glucose was 200 mg/dl at the time of admission. The customer stated that she was seeing double and unable to see properly prior to the hospitalization. The customer also received a motor error alarm. Troubleshooting was done. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.